Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a f/u report when our investigation is completed.

Manufacturer narrative:
The malfunction was observed during review of the device's history log; however the device was put through extensive testing without duplicating the malfunction. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting CPR on a pt, the device's display blanked out. The complainant indicated that the user jiggled a cable and the display came back on. Complainant indicated that the pt subsequently expired. Complainant indicated that during subsequent testing, the malfunction was not duplicated.